Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and alarm log review identified an f-38 alarm. The f-38 alarm was caused by a faulty right force sensing resistor (fsr). The right fsr was replaced to fix the reported condition. The pump passed all testing and was returned to working order. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a flogard infusion pump would "not function." There was no patient involvement. Additional information was requested and is not available.